Event description:
According to the reporter: the phalange on the pediport when twisted to lock in place broke and when it was twisted the other way to release and remove from the abdomen cavity. The plastic pieces snapped off and fell into the patient and had to be removed using lap graspers. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).